Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer stated the pump was not delivering insulin after set changes. No harm requiring medical intervention was reported. The customer stated they were using infusion sets more than 3 days. Troubleshooting was not completed as the customer did not have enough insulin in the reservoir to complete testing. The reservoir will not be returned for analysis. The insulin pump will not return for the analysis.